Manufacturer narrative:
Date of the event: (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that patient had a pocket revision that moved the implant from the chest to the abdomen and there was no impedance issue. The revision was because patient started to have some skin irritation and skin erosion. It was mentioned that this issue was resolved. It was also stated that the ins was now sitting on the belt line, and the patient had been complaining of discomfort but the ins site looked fine.